Event description:
Pharm chem the producer of the sweat patch has produced 7 positive test results, in which no drugs were ever ingested. This product will now be the cause of revocation of my probation. There are multiple research proven studies that show these patches are overly sensitive thus creating false positives. Numerous complaints have been recorded. Innocent people are having their probation revoked and they are being sent to prison because of this patch. Even the us naval research performed a study and showed the patch was unreliable and produce questions of its reliability and validity. Something needs to be done.